Event description:
It was reported that approximately one year post implant a (B)(4) adjustable gastric band, the patient was having surgery to remove a gastric band due to erosion of the gastric band. Upon removal it was noted that the tubing strain relief had slipped into the abdomen and was lying next to the band itself. The patient was recovering well w with no adverse patient consequence. There had not been an unusual number of adjustments. There were no other major issues, such as port infections, only a lack of significant weight loss.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.